Manufacturer narrative:
Device history records could not be reviewed as the part & lot numbers are unknown. Surgical notes were not provided; it is unknown whether the components were implanted wi/the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.

Event description:
It is reported that the patient is experiencing problems with the implant device, the nature of which are unknown at this time.